Event description:
Covidien received information stating that an 840 ventilator stopped cycling. Information regarding patient involvement was not available at time of report.

Manufacturer narrative:
(B)(4).